Event description:
Reporter alleged patients' blood glucose measured 20 mg/dl compared back to back to a result of 85 mg/dl when testing was performed immediately afterwards. It was stated the meter was taken out of service as a result and no treatment was given to the pt based on the meter results. Reporter stated control testing is performed on the alleged meter daily and the values were found to be within an acceptable range. Reporter indicated the meter had been dropped and is cracked so they are unable to retrieve memory readings as a result. A request was made for the return of the suspect device and replacement product was sent.